Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image was suddenly lost approximately 5 minutes into the procedure and the three dots appeared on the screen. They disconnected and reconnected the probe several times and they could only recovery the image for 1-2 seconds. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.